Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 433 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with cracked case. Unable to charge due to battery depleted and unable to perform the functional test due to charge anomaly.